Event description:
It was reported to philips that the system failed to turn on. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and found that system will not power up. Review of the log files showed in power / pc hardware related issues. Rse connected with in house engineer and found that system has power coming into m-cabinet but will not turn on. Rse found that issue is with defective pdu fantray and dcps. To resolve the issue rse suggested in house engineer to replace pdu fantray and dcps. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.